Event description:
When I was removing an adhesive bandage it became hard to come loose so I yanked hard on it and a large patch of skin came off with it. There was also a patch of adhesive that separated from the bandage and remains stuck from my skin. Refer to additional documents in i2k.